Event description:
The customer reported that the system was unable to display live images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the x-ray tube, tube cover, high voltage tank, high voltage cable set, temp sensor and generator batteries. The system was tested and found to be working as intended and put back in service.